Event description:
It was reported that one year and 42 days following a coronary drug eluting stenting treatment procedure, there was a thrombosis. A 3.0x24mm taxus express2 drug eluting stent was implanted in the proximal left anterior descending (lad) coronary artery. One year and 42 days following this procedure, the patient presented to the hospital and thrombosis was found. The patient was treated with reopro which dissipated the clot. The patient condition was reported as ok. It was reported that the patient discontinued aspirin and plavix three weeks before this event. Additional information was requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.